Event description:
It was reported that during an open liver resection procedure, the white tissue pad began to melt. A second device was opened and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.